Event description:
The patient with a grade 3 wide-necked aneurysm, approximately 8x9mm incorporating the superior m2 branch artery, underwent coil embolization. The m2 branch was protected with a hyperform balloon (4x7mm) during the treatment. The first coil was inserted, a complex standard 10x30 followed by a complex fill 9x25, and then an 8x24 complex fill. The 8x24 initially went in well, but a few loops then prolapsed into the m2 segment past the balloon. On trying to retrieve these, the coil would not come back. The balloon was deflated, allowing the coil to be pulled out of the vessel, but at this stage it became apparent the coil was no longer attached to the delivery wire, as it would not move with manipulation of the wire. The procedure lasted 2hrs and 2 minutes. The microcatheter was left in situ in the patient to prevent the coil from occluding the (ica) internal carotid artery.

Manufacturer narrative:
The product was not returned for analysis. Additional information will be submitted within 30 days of receipt.